Event description:
The pt is reportedly experienced a sudden loss of sound. External equipment was exchanged and programming adjustments were made; however, device lock could not be achieved. The center will pursue device revision.